Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
New information was obtained, that the home monitoring system once again detected an out of range impedance measurement of greater than 125 ohms. The boston scientific sales representative spoke with the following physician, and he stated that no intervention is planned for this patient. They will continue to monitor the lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continue to exhibit high out of range shock impedance measurements of greater than 200 ohms, thus defibrillation threshold (dft) testing was once again performed. During dft testing a code displayed indicating there was an open circuit and an impedance of greater than 125 ohms. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the latitude home monitoring system detected an out of range impedance measurement greater than 125 ohms for this device system. To date, no adverse patient effects were reported with this clinical observation.

Event description:
New information was received that this patient was brought in for a non-invasive programmed stimulation test of this lead . Test shocks were delivered to determine the amount of energy needed to convert the patient and these tests showed impedances of less than 125 ohms. The physician elected to leave the lead as is for now and continue to monitor the patient.